Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings:evaluation revealed the display is found to be dim, fading, reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the verify screen booted to a dim/fading/reddish display. This report is made based on results of investigation completed on 04/17/2014.